Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a 3.0cm avm (arteriovenous malformation) located at the superficial part of the right cerebrum. S/m grade: 2, eloquent area, hemorrhagic lesion. It was reported that the patient underwent onyx embolization treatment on b)(6) 2009 and had a seizure with convulsions followed by transient aphasia the following day. An MRI (magnetic resonance imaging) revealed a subarachnoid hemorrhage. The physician commented that the symptoms were considered to be caused by rapid changes in intracranial flow and also possibly caused by removal of the catheter. The size of the avm was reduced to less than 50%. No other injuries were reported with the patient as a result of the procedure.